Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire inserted through a catheter and a dilator along with a photograph depicting kinking and unraveling of the guide wire. The dilator was investigated separately and there is a discrepancy between the sample and the reported information. There was no mention of catheter use in the description of events. It is assumed that the guide wire was damaged during insertion through the dilator. Four kinks were observed in the catheter/guide wire assembly. The coil wire was unraveled starting at 14.5 cm from the proximal end. The core wire was broken near the distal end. The guide wire was removed from the catheter. No pieces appeared to be missing. A lab inventory guide wire was inserted through the catheter with resistance only occurring at the kinks. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cation not to withdraw against the needle bevel or use excessive force. Based on the circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). An issue was also reported with the dilator used in this event. MDR # 1036844-2015-00410 has been submitted for that malfunction.

Event description:
It was reported that during insertion in the gs ward, the guide wire kinked and unraveled. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.